Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Primary procedure, right tibia. It was reported that while using the targeter, the threads of the nail holding screw broke. The surgeon completed the case without it. Rep reported no surgical delay was caused and that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Corrections: the reported event that nail holding screw, femur t2 femur was alleged of 'implant breakage - screw' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note that this device was manufactured in august 2004 (normal wear and tear over the years). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Primary procedure, right tibia. It was reported that while using the targeter, the threads of the nail holding screw broke. The surgeon completed the case without it. Rep reported no surgical delay was caused and that x-rays, medical records, and further information are not available due to hospital policy.